Event description:
It was reported that the lead was surgically abandoned due to high shock impedances or noise. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).